Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, and pre-implantation testing. However, it did not meet the requirements for pressure-flow testing. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The returned valve also did not meet the requirements for leak testing due to multiple tears observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ approximately 6.5 cm of the ventricular catheter was returned. Approximately 89 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was obstructed intra-operatively. According to the report, another device was used to completed the procedure. Reportedly, there was no injury to the patient.